Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving 1000mcg/ml lioresal at 200mcg/day via an implantable infusion pump for intractable spasticity. It was reported that the pump was able to be aspirated but the hcp was having trouble filling it. It was stated that this was the second refill where the hcp was having trouble filling the pump reservoir. The hcp can aspirate fully without difficulty but can only fill up to 15ml. There was no problem with needle orientation, and a proper refill kit is being used. The locked valve procedure was attempted and the tubing kit patency as well as the needle patency was checked. No hyperbaric therapy had been done. It was noted an x-ray will be done and they will try and put saline in the reservoir with a smaller needle. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.